Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that the patient faced an event where tubing got disconnected at the anchor site while sleeping on (B)(6) 2025. No further information available.